Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2023, the patient underwent the femoral neck fracture osteosynthesis for femoral neck fracture with the products in question. During the surgery, the surgeon followed the guidewire insertion, measurement, and drilling procedures, sliding and attaching the plate to the insertion handle with the 2hole plate and 95 mm neck bolt set. He inserted the inserter from behind and when he did the screw installation, a nurse said it was too hard and the screw would not turn. They tried several times to reinsert them, but they never seemed to go in, so they dismantled everything and checked the implants visually. Neck bolt and plate conformity was not a problem. There was significant resistance when inserting the plate and inserter. They pushed harder and managed to get them in, so they again attempted to attach the implants using a combination of handle and inserter. It was obvious to the naked eye that the inserter was more advanced than at first, so they used the t-chuck handle of the jacobs chuck to forcefully turn the c screw. Although forceful, the installation was completed, and since there were no apparent problems, the procedure was continued as is. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for a femoral neck system plate 2 hole ¿ sterile. This is report 2 of 2 for (B)(4).